Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 43mg/dl, while the bg meter was displaying 95mg/dl. The patient called dexcom technical support back on (B)(6) 2018 to report an adverse event that occurred due to inaccurate values. The patient stated based on the cgm value of 146mg/dl, the patient treated himself with insulin. Later, while the patient and his wife were napping, the patient's wife woke up and noticed that the patient was sweating, jerking and shaking. She tried to give the patient food; however, she was unable to and called the paramedics. When the paramedics arrived, they checked the patient's bg and the meter was displaying 25mg/dl, while the cgm was displaying 54mg/dl at that time. The paramedics administered the patient with intravenous (IV) therapy of a sugar solution. At the time of contact, the patient was still feeling unwell. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.